Event description:
The hospital discovered two penumbra neuron delivery catheters kinked in the packaging. This MDR is associated with MDR 3005168196-2012-00027.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Device investigation: results: the catheter was returned with its open sterile envelope. The device has multiple bends and kinks along its length. The catheter is functional. Conclusion: the catheter kinks are confirmed. However, without the outside chipboard box, it is not possible to determine if the damage to the catheters occurred during shipment to the hospital or during un-packaging at the hospital.